Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions do not reuse plasma wand¿ devices that have been designed for single use to avoid failure or unanticipated performance. Select the wand type most appropriate for the procedure. The controller will preset nominal and maximum coblate and coagulation voltages for each wand style to ensure a safe and effective operation. In order to adjust the voltage setting, the wand must be connected to the controller. Visual inspection observed no issues. Functional evaluation revealed the unit has no output voltage. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the during a tonsillectomy and adenoidectomy surgery, the wand wouldn't communicate with the coblator controller and the settings could not be adjusted. The unit was turned on and off but settings still could not be adjusted. The tonsils were bleeding because of the issue. The procedure was completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the during a tonsillectomy and adenoidectomy surgery, the wand won't communicate with the coblator controller. The procedure was completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.